Event description:
The ventilator device alerted for various technical faults. Tf 785003 (pm channel observation failed), tf 446029 (ambient failure detected), te 444004 (voltage out of tolerance), te 485001 (ambient failure detected) and switched to ambient mode. There is no patient involvement reported. The data log files were not provided to hamilton medical ag. Worst case, ambient mode can led to a state of shortage of oxygen for the patient what makes this case reportable.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Manufacturer narrative:
Investigation outcome: it was reported that the device alarmed with the technical faults 444004 (voltage out of tolerance), 785003, 446029, 485001 and switched to ambient mode. It was reported that there was no patient involvement. Hamilton medical inc. Has requested further information. However, no further information was received. Hamilton medical inc. Sent a new control board (msp161502) to be replaced by the customer. There was no response from the customer after three requests for additional information if replacing it resolved the issue. This case is considered as closed.